Event description:
The balloon was used as per manufacturer, but due to the heavily calcified right coronary artery, the balloon burst due to hard calcium. Balloon was inspected after deflation of balloon and balloon material, hypo-tube and shaft were intact. Another balloon was chosen by the interventionalist.